Event description:
Subsequent to the previously filed medwatch report, additional information received indicates that the non-abbott guide catheter was 6f.

Event description:
It was reported that during the procedure in the heavily tortuous right circumflex artery, a 2.5x15 rx trek dilatation catheter was advanced to the target lesion without resistance. The balloon was inflated to 6 atmospheres and bubbles were noted in the contrast; therefore, the physician attempted to pull negative to eliminate the bubbles. The balloon did not fully deflate and contrast remained in the balloon. The catheter was removed through a 7f non-abbott guide catheter with resistance with the balloon partially inflated. There was no adverse patient effect. The procedure was completed successfully without significant clinical delay. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the trek catheter noted blood visible on the balloon and contrast in the inflation lumen and in the loosely folded balloon consistent with preparation and use of the catheter in the patient anatomy. The distal end of the balloon was folded over itself at the distal taper. There was a bend in the soft tip 3 mm proximal to the distal end of the tip. Since this damage was not reported in the incident information, the bend in the tip may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. There was a bend in the hypotube 3 cm distal to the strain relief tubing. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The total catheter length was measured and met manufacturing criteria. An indeflator, filled with water, was used to inflate the balloon to the rated burst pressure. An attempt was made to deflate the balloon, but the balloon did not fully deflate. After the balloon catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was inflated to 14 atmospheres (atm), then was fully deflated. The inflation and deflation times were taken and met manufacturing criteria. After the balloon was advanced through a new 6 french guiding catheter over a new .014 inch guide wire, the balloon was inflated to 14 atm. The balloon was deflated then removed from the new guiding catheter with no resistance noted. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower deflation. It is specified in the trek coronary dilatation catheter instructions for use, materials required section, that the contrast is 60% contrast diluted 1:1 with normal saline. Incidentally, the noted bend to the hypotube likely occurred during the procedure or during packing for return analysis and does not appear to have caused or contributed to the reported difficulties. It is likely that as the balloon was unable to deflate, it interacted with the guiding catheter during removal, contributing to the balloon folding over itself causing resistance with the guiding catheter. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.